Event description:
It was reported the pt had a cardiac catheterization procedure at hospital and was transferred to another hospital for an ICD placement. The right foot was noted to be cool and the pt complained of discomfort. An angiogram revealed an occlusion of the right femoral profunds and near occlusion of a previously performed right femoral-popliteal bypass graft at the site of the cardiac cath puncture. The pt underwent surgery; the closure device and collagen plug (reportedly the angio-seal device components) were impeding circulation and were removed. Disruption of plaque at the puncture site necessiated an endarterectomy, followed by a vein patch angioplasty. The sjm sales rep, has inquired at first hospital, where the angio-seal device would have been deployed; without pt or angio-seal reorder or lot number, no further info was available. Attempts to obtain add'l info from the second hospital were unsuccessful.